Event description:
It was reported that for the past 2 years the patient had not had good pain control with the pump despite dosing and drug changes. A catheter access port study and a roller study were performed and were negative. On (B)(6) 2014, the pump was refilled with a new drug dilaudid at 40 mg/ml, which replaced the previously infused fentanyl. A bridge bolus was performed and the next day the drug in the reservoir was diluted to 20 mg/ml. Since it was not possible to bridge 3 different concentrations, the health care provider elected to continue the current bridge until it was complete and have the 40 mg/ml concentration delivered at a dose of 2 mg/day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter product ID 8840 serial# unknown product type programmer, physician. (B)(4).